Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The no delivery test could not be performed due to no button response. No blank display noted during testing. The device also had cracked battery tube threads, cracked reservoir tube lip, scratched lcd window, cracked case and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and basal. The blood glucose at the time of the incident was 108 mg/dl. The customer stated that the alarm had been resolved. He also reported that the buttons were not responding properly as he had to press them several times to get a response. He then stated that sometimes the display would remain blank or take a long time to return after changing the battery. The insulin pump was returned for analysis.